Event description:
It was reported that the patient was seen for an office visit after transtelephonic monitoring showed no magnet rate. The device could not be interrogated. The eri bit could not be read and a software download attempt failed.